Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose was levels were 40 mg/dl, 50 mg/dl, 80 mg/dl, 265 mg/dl, 267 mg/dl, 295 mg/dl. Customer did not provide any symptom and treatment related to low and high blood glucose. It is unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.